Event description:
No additional information.

Manufacturer narrative:
Sample and photos received for investigation. Upon visual evaluation, foreign matter identified as hair on the packaging and damaged packaging were observed. No other defects or issues observed. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Thirty two retention samples from the same lot were evaluated, no defects or issues observed. Possible root cause for foreign matter-hair is due to personnel not following the proper gowning procedure. Possible root cause for damaged packaging is misalignment between the forming and sealing tool. Action will take place to define maximum height for adjusting the lower sealing tool and manufacturing personnel have been notified of this incident to increase awareness of this matter. Based on the quality team's investigation, we are not able to identify a root cause for foreign matter-dirt related to our manufacturing process at this time. We emphasize that bd has an established production control process to avoid any type of contamination in the products, which consists of: analysis of the productive raw material: bd suppliers are audited and qualified according to the procedure and the criticality of the components provided. All batches of raw materials received at bd are inspected for them characteristics according to individual specifications and regarding the conditions of their packaging. Good manufacturing practices: operators receive guidance on good manufacturing practices according to quality procedures related to the cleaning and conservation of the factory, with cleaning and sanitizing actions in the manufacturing areas. Established procedures on attire and hygiene, which mention that it is only allowed to enter in manufacturing sites with the use of suitable garments and then hand hygiene to avoid contamination. The use of correct attire inhibits the possibility that some external dirt is carried into the production area. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that hair was found in the bd plastipak¿ luer-lok¿ syringe. The following information was provided by the initial reporter, translated from portuguese; "hair inside the cylinder".